Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that diagnostics revealed high and low impedances on both the leads. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.